Event description:
Boston scientific received information that noise was noted on the right ventricular (rv) channel after pocket closure. The rv lead was explanted and replaced with a competitor's lead. However, the same noise was observed and the physician elected to leave the lead implanted and reprogrammed the cardiac resynchronization therapy defibrillator (crt-d) to monitor only. Three days post implant, the crt-d showed no evidence of oversensing on the arrythmia logbook. The crt-d therapy was turned on. The rv lead was no longer in service and will be returned for analysis. No adverse patient effects were reported. Additional information confirmed that there was oversensing; however, no asystole of more than 2 seconds was noted. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.